Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus bronchovideoscope had a grainy screen. This occurred during inspection for use and there was no patient involvement.